Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change-out procedure, increase in capture threshold was observed. Physician mentioned that the capture threshold was increasing steadily previously. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable before, during and after the procedure.